Event description:
The pump was returned to animas. During evaluation, the bolus button was found to be inoperable. This report is made based on the results of evaluation.

Manufacturer narrative:
(B)(6). This report is made based on the results of evaluation completed on 03/06/2012. (B)(6). During testing, the bolus button was found to be inoperable. The bolus button was removed and no damage was found to the bolus button. Unrelated to the issue, the display screen was found to be leaking. The pump was opened and moisture damage was observed.